Event description:
Customer reports to have a blank display screen after priming. Customer states insulin pump was previously exposed to moisture when reservoir leaked into insulin pump, but no moisture was visible in pump. Customer's blood glucose was unknown. During troubleshooting, it was found that pump was not dropped, customer does not use sensor features and customer does not use rechargeable batteries. Customer reported that battery cap was corroded. Customer was advised that battery cap would be replaced and to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)